Manufacturer narrative:
Model number: 720185-01, lot number: 1000078888, model description: reservoir flat iz 100 ml, (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to scrotal fluid around the pump. The patient was could not pump the device due to the fluid around the pump. A new ipp device was implanted. The patient was doing find following the surgery.

Manufacturer narrative:
Model number: 720185-01. Lot number: 1000078888. Model description: reservoir flat iz 100 ml. UDI: (B)(4). Patient code corrected from 3190 no code available to 1820 edema.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to scrotal fluid around the pump. The patient was could not pump the device due to the fluid around the pump. A new ipp device was implanted. The patient was doing find following the surgery.